Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully placed the first mesh leg assembly into the patient's sacrospinous ligament. The physician then threw the second mesh leg assembly through the patient's other sacrospinous ligament and pulled the suture through the tissue. However, the physician experienced difficulty in removing the needle from the capio cage outside the patient, and the needle, with 1 millimeter of suture, detached and was captured inside the capio cage. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.